Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) therapy for primary osteoporosis and l3 burst fracture. It was reported that alternating expansion was performed up to 3 cc on both sides for expanding ibt balloon. The right side was expanded to 3 cc first, and while the left side was being expanded from 2 cc to 3 cc, movement in the lower endplate was observed under fluoroscopy, prompting a temporary suspension of the expansion. During the expansion of the left ibt, the right ibt ruptured which was confirmed on a frontal image. Deflation was performed, and the ruptured ibt was removed. The contrast agent remaining inside the vertebral body was aspirated using suction. Fluoroscopy confirmed that no leaked contrast agent remained, and the procedure was continued. Bone cement was filled without any issues. Patient symptoms at the time of the event were unknown. Now, there has been no problems in particular, the patient was discharged as scheduled on sept/14. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.